Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised a primary triathlon cemented cr knee years ago. No information was available. This was revised because the patient pcl ruptured and the surgeon decided to convert to a competitor's revision constrained knee.